Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency as product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the patient that he is experiencing the aggravated daily feeling like something is in his right eye after implantation of zlb00 tecnis multifocal intraocular lens. Patient reports that the vision in left eye is way better that the right. Patient describes that it feels like his left eye is trying to take over and claims that vision is like looking through a wet glass even though he can read the letters on the eye chart fairly well. Patient was prescribed steroids on (B)(6) 2017, to help with the foreign body sensation. Patient claims that these problems are making it difficult to do certain things. At night he finds himself covering the affected eye with his hand to watch tv. Patient believes it is worst at work when he is exposed to florescent lighting. The eye is at its best outside during the daylight. Lens is still implanted. There were no issues during surgery. During follow up with the doctor's office, they reported that the patient had a clear lens exchange in right eye and was 20/15- vision post op in that eye. He was doing well and there is no plans to explant.